Event description:
Hamilton medical ag received the following incident description: test 18 in test software was not ok. Because 'usb function : defect' indicated.

Manufacturer narrative:
Technical faults occurred during service check. Connection between interactive panel and ventilation unit is interrupted. Ip esm was replaced. Within the UDI-pi project, hamilton medical did realize that the reported device (brand name: hamilton-g5 / model number: 159003 / catalog number: 159003) in the present MDR is not fulfilling the criteria of similarity for a device marketed in the u.s., therefore this event is no longer considered reportable to FDA and no UDI-pi is going to be provided.

Event description:
Hamilton medical ag received the following incident description: test 18 in test software was not ok. Because 'usb function : defect' indicated.

Manufacturer narrative:
Technical faults occurred during service check. Connection between interactive panel and ventilation unit is interrupted. Ip esm was replaced.